Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. Verbatim: consumer reported needle clog during injection. Lot #: 0245209, catalog #: 320550, date of event: unknown, samples: discarded."